Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, on 24 august 2017, intra-operatively in lobectomy(laparoscopic procedure) , the device was unable to fire. Re- stapling was done in order to complete the case. No patient injury. Patient status : stable.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was unable to fire. Patient status : unknown.